Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose . Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported by the patients mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The night before the patient applied a new pod. That is when they started to experience high blood glucose levels. That was around 1 - 3 am, with a reported blood glucose level of 447 - 452 mg/dl. She attempted to bolus to fix the issue but this did not help. The pod was worn for 4 to 24 hours on the abdomen. She then went to the emergency room to figure out what is going on. It was then discovered that the pod was black (the doctor asked if that was normal and the customer replied that is was not normal), like something was burnt out and that there was a faint insulin smell on the customer's skin. Patients mother states that they would supply daughter with insulin (novolog) via syringe and after that put her on intravenous therapy with a fluid drip.

Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. This fluid caused corrosion on the batteries and pcb. The batteries were measured to have low voltages and the pcb was measured to have high shelf mode. In addition, there were no damages or defects to the top or bottom housing of the returned device.